Manufacturer narrative:
No blank display noted. However, unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. Also moisture damage on electronic assembly during visual inspection. Unit had minor cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank screen. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump stopped work and now the screen is blank the customer reported that they had damage on top of the screen. The customer reported that the reservoir able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.